Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. A false eri trip occurred due to autocapture being in high output mode. After the product code was reloaded, electrical testing revealed normal device characteristics with normal battery voltage above eri. Further testing of the device found no high current or other indication of premature depletion.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device battery depleted prematurely. The device was explanted and replaced. Patient was stable.